Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v105811, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient neurostimulator (ins) was turning off. It was noted that it occurred in january 2013 when patient went to court and went through the security gates; it turned off his ins . A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had abnormal impedances on three pairs. It was noted the patient's device was due for replacement. It was reported the device was replaced, but was unrelated to event. It was noted the patient was not hospitalized due to the event and had no injury.